Event description:
Consumer called stating that there is a clicking and the motor allegedly gets hot and the chair will stop.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model fdx-cg, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1163181 rev d (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female whose height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the fdx-cg power chair is clicking and the motor allegedly gets hot and the chair will stop. The joystick will allegedly show that the chair is ready to drive but it will not drive. The chair will allegedly jerk when she trying to drive it. The chair also allegedly will not drive straight and she has driven into walls. The consumer stated that she will let the power chair cool off and then she can drive it. Starting just this week, week of (B)(6) 2012, the consumer stated that the power chair allegedly drove by itself. No injury alleged.